Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) the system received a non-recoverable fault. The tse reviewed the logs and found arm 1 error and a 26002. The tse had the customer hard power cycle the patient side cart (psc) and system powered back up with 31221 for the board. The tse had the customer do another hard power cycle of the psc and still received the same error and also 319 errors for all components of arm 1. The customer elected to swap out the psc from another room and the tse confirmed they were at the same software level. The procedure was converted to another dv system and with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer confirmed there was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced proximal set-up joint (suj) and universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The suj unit was returned for failure analysis and the reported error 2600 was confirmed but not replicated. In logs, errors 26002 and 319 were confirmed indicating communication faults within the proximal. Error 31221 indicated a power failure. Further logs investigation found error 32101 and 32100 present on the board, both indicating voltage faults in the 48v and 12v brake channels. Installed proximal onto golden system with returned usm where no faults occurred in normal mode and both units functioned as expected. Tested proximal on patient side cart fixture test platform (pftp) where it passed all relevant testing. After testing was complete, visual inspection found no issues related reported event. Also, the usm was returned for failure analysis and the reported was confirmed and replicated. In logs, the ¿319¿ error was found indicating ¿node 177 is not present¿ on the usm ¿0x1¿ axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the no error was triggered indicating fault on the ¿0x1¿ axis. The usm was then install onto a pftp where the ¿fiber test¿ was found to be failing on the ¿0x axis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of universal surgical manipulator (usm) issues is attributed to communication errors from the clock spring fiber cable located within the usm. Furthermore, potential root causes for the proximal set-up joint (suj) issues might involve the vertical brake, horizontal brake, and boards, which could have contributed to the observed communication and voltage faults.